Event description:
On (B)(6) 2017 doctor placed dental implants at locations 19 and 20. Implants were loaded the same day. On (B)(6) 2018 patient returned to doctor with mobility issues. Implant at location 19 was removed.